Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, brown particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp and wear abrasion. Based on the device analysis the final assessment is: - one opening crease sharp in the side posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Phone: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.